Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: were any noises heard such as whistling or hissing? ---no information. If so, did the noise prevent insufflation? ---no information. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? ---no information. What was the gas consumption rate or volume (liter/minute)? 8 and 12. Were you able to identify where the leak was coming from? ---valve. Was a device inserted in the trocar during the leaking? Yes. If so, what device? Forceps. Was any torque being applied to the trocar or device? ---no information.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, air leaked. Forceps were inserted into each device. The abdominal air pressure was 8 and the flow rate was 12. Another device was used to complete the case. There were no adverse consequences to the patient. The device was discarded.